Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) was not registering that it was plugged in to charge. Bent connector pins were reported on the desktop charger (dtc). A replacement dtc was sent. The patient called again on (B)(6) 2017 and stated the replacement dtc still does not charge the insr so they cannot charge their implant. They stated the dtc ¿doesn¿t even get hot like the other one did, but the green light is on¿. A replacement insr was sent. The patient noted the ins has not been working at all since friday because they could not charge. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.